Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description an incident involving a ncircle tipless stone extractor was reported. The device reportedly was found to have a broken basket wire after 1 or 2 times of use during a kidney stone extraction procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) was tight, but the collet knob was loose. The polyethylene terephthalate tubing [pett] measured 3 cm in length. The support sheath was slightly bowed. One wire was pulled out of the distal cannula, but the remaining three wires were secure. Functional testing determined the handle actuates the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The device is provided with instructions for use which caution, "enclose the device in the sheath before removing from the tray/holder," and, "do not use excessive force to manipulate this device. Damage to the device may occur." There are multiple possible causes for this event. The wire may have pulled free from the force of capturing a stone, with the size, shape, and location of the stone affecting the force applied to the basket. Variations in the manufacturing process may have caused the bond of the basket wire to be less than normal. The basket wire could have become caught on the scope or another device, pulling the basket wire free. Based on the information available, however, cook has concluded that there is not enough evidence to conclusively determine the cause of the event. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a kidney stone extraction procedure, using a ncircle tipless stone extractor, a basket wire broke. Prior to use, the customer inspected the device to ensure no damage had occurred. The device was tested prior to use and the basket function was found to be functioning properly. The device was used one or two times to capture stones prior to the alleged malfunction. Another same type device was used to complete the procedure. No section of the device detached inside the patient. No adverse events have been reported as a result of the alleged malfunction.